Event description:
Customer reported that a pyxis anesthesia 3500 system stopped responding during a procedure. Customer reported that the issue was resolved by a system reboot. No patient or user harm was reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia 3500 system stopped responding during a procedure. Customer reported that the issue was resolved by a system reboot. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device; the cause of the malfunction could not be identified, system was operating within the normal threshold. Station working as normal.